Manufacturer narrative:
(B)(4). Batch #: u93x6f. Investigation summary: the handpiece was received disassembled and the ¿transducer assembly¿ attached to a harh device. The nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in pre-op to an unknown procedure harmonic handpiece would not connect with the generator. The grey hand piece cord will not remove from the disposable handpiece. Account opened both a new cord and handpiece to complete procedure with no patient consequences.